Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a small amount of clear liquid leak at feed through fitting ff150 of the coulter hmx analyzer with autoloader. Customer reported the leak was contained inside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found two leaks, one at the tubing through pinch valve pv42 and another at the tubing through pinch valve pv54. The fse found the tubings were worn at the pinch valves. The fse replaced the tubing at both locations and the leak was remediated.

Manufacturer narrative:
(B)(4).